Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference: 1627487-2011-04453. The pt received her ccs system on (B)(6) 2011, including two leads (with different lot numbers). It was reported the pt could not walk after the implant. The physician did a CT scan and myelogram, consulted with radiology, and other departments and could find no reason for the issue. It was reported the pt's scs system was working well, she was receiving pain coverage. The pt was able to move her legs, feet, and toes but felt inability to walk. F/u found the pt was in a rehabilitation facility, and was given a radiology consult, neurology consult, and psychiatric consult. The pt's symptom had partially resolved and she was starting to walk. It was reported the only cause for the issue was a potential bruised spinal cord.